Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the cable of the vessel sealer extend (vse) instrument was found to be broken and the vse instrument no longer opened. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was unable to open the jaws during the procedure. The surgeon started the surgery, and after 10 minutes the vessel sealer broke, the cable snapped and went through the middle. The jaws were not stuck on tissue when the issue occurred because it had just cut through.